Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc catheter broke on (B)(6) 2025, at approximately 15:00, while the patient was undergoing a scanning + enhanced mr examination of the upper abdomen in the mr6 room, the bd retention needle port cracked, spewing medication and blood out of the crack onto the patient's hand, the back of his head, and the examining bed. The doctor found it in time and went into the machine room to deal with it, explaining to the patient that there was no risk of infection, but the patient was still worried about the after-effects and demanded an explanation from the department, which triggered a complaint.

Manufacturer narrative:
DHR/bhr review (lot #4099700): the products of this batch were assembled at intima ii auto line 2 in apr 2024 and packaged at cfs package line in apr 2024. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. The prn batches used in this batch of products are 4236069 and 4243844, review the incoming inspection results, no abnormalities. No defective samples and photos have been received for the complaint. Functional test (45psi leakage test) is performed on retained sample of the complaint batch, the result is qualified, no leakage is found. This product (sku# 383078) has never been declared to be used for high-pressure injection. Clinically used for peripheral venous infusion, medication administration, and blood sampling. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product is not suitable for high-pressure injection, the root cause of the complaint may be related to the incorrect use of the product.

Event description:
No additional information is available.